Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction error appeared on the screen of the device. No adverse event involving patient or user was reported.